Event description:
It was reported that the table locks disengaged, causing the tabletop to unexpectedly free float in longitudinal and lateral directions. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the unexpected float was caused by power loss to the table locks. The loss of power was determined to be due to a power fuse failure. The fe replaced the fuse and verified that the issue could not be duplicated. The table locks were found to be operating nominally.